Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller wanted to how the system is removed. Patient lives in california. Caller didn't know model or serial number of device. She said, she doesn't talk that often with the patient she just talked to her because she knows someone else with a device and the patient thought she would know how they remove them. Caller said, the patient is having some issues. She thinks the wire was broken. The patient had a fall in her house. She thinks the patient got the system 2-3 years ago. Caller said, patient feels pressure or aching. Caller does not know the event date or the name of the managing doctor. Reviewed how they remove the system. Told her if she needs a doctor to remove the system she can call us and we can look for doctor's who are familiar with the system that are in her area.